Event description:
The customer reported that the same image appeared on both screens and then go white. No pt injury reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.